Manufacturer narrative:
(Conclusions) - the issue was resolved by replacing the high voltage generator for the image intensifier. From analysis the failure rate of this component is currently within acceptable parameters. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that while a pt was on the table, the x-ray was not available.